Event description:
A medtronic rep reported a breakout box on the site's stealthstation treon guidance system has wires exposed on the outer cover around the cord. This event was not discovered during surgery. There was no pt present.

Manufacturer narrative:
No pt info provided as no pt was involved in this concern. Replacement part shipped (B)(4) 2012. RMA issued. Investigation finds that as reported, the cable jacket is cut at the break-out-box exposing internal wires, but no bare wires. When connected to known good system the break-out-box was found to be otherwise functional returning green status for all ports.